Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Reload: the lot history records were reviewed and the manufacturing criteria were met prior to the release of the lot.

Event description:
It was reported that during a semi-open right hemicolectomy, the doctor felt no resistance at returning the firing knob after the first firing. The knife stopped about 2 cm from the distal end, and only the firing knob returned to the home position. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Batch # p57434. Device evaluation: the analysis results showed that one sr75 reload was received with the knife not completely within doghouse, fully fired and the swing tab in the locked position. This condition is consistent with an improper loading technique. When loading the cartridge in the device, make sure the cartridge is inside the channel track and the proper loading technique is being used. Please refer instructions for use. No functional test was performed due the condition of the cartridge. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.